Manufacturer narrative:
The reported event is confirmed by the technician through a visual inspection. It was confirmed that both ends of the hinge are broken. Based on similar complaints, the broken hinges are due to a chemical attack on the hinge of the housing that occurred as a result of improper sterilization practices including improper rinsing, or use of improper concentration of a basic disinfectant. Device is placed in parts retention.

Event description:
It was reported that the both ends of the hinges are broken which caused the housing to open up. It was found during setup at user facility. It was confirmed that nothing fell out of the housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.